Event description:
It was reported that patient underwent a total hip procedure utilizing a modular microplasty cup inserter on (B)(6) 2010. During the procedure, the threaded insert tip was not working correctly. The procedure was completed with no injury to the patient or delay to the procedure.

Event description:
It was reported that patient underwent a total hip procedure utilizing a modular microplasty cup inserter on (B)(6) 2010. During the procedure, the threaded insert tip was not working correctly. The procedure was completed with no injury to the patient or delay to the procedure.

Manufacturer narrative:
Returned device was disassembled and dimensionally evaluated; evaluation did not identify any product non-conformance. Device was reassembled and functioned as intended. This report filed january 5, 2011.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. This report submitted november 30, 2010.